Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# la3221, implanted: (B)(6) 2002, product type: lead. Product ID: neu_siliconeanchor, serial# unknown, product type: accessory. (B)(4). Analysis of lead (lot # la3221) revealed the conductor was broken within 10 cm of connector area. Analysis of ins (s/n: (B)(4)) revealed normal end of life battery; telemetry and output were ok.

Event description:
It was reported by the patient that the stimulation was turning off and that the battery had gone dead. The patient noted that they only used it once in a while. When they put on the programmer they were not able to turn on the stimulation. The status light showed the 9 volt battery was working but did not light up any of the other lights. They had replaced the 9 volt battery and only saw the 9 volt battery light. Additional information received reported that the device was explanted. If further information is received, a follow-up report will be sent.

Manufacturer narrative:
Evaluation conclusion code applies. Conclusion code no longer applies.

Manufacturer narrative:
(B)(4)